Event description:
It was reported patient had a micl 13.2mm implantable collamer lens implanted in the right eye. As part of the post market study, the patient answered yes to question, "have you been prescribed eye drops for at least 3 consecutive months or have you had surgery because your physician had said that you have a high pressure or glaucoma inside the eye." No further information. The physician's office also answered yes but no additional information was available. The physician's office was contacted for additional information, but none has been forthcoming. A supplemental medwatch will be submitted when additional information is available. See MFR. #2023826-2013-00255 for the left eye.

Manufacturer narrative:
(B)(4): evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusions can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).